Event description:
It was reported that reported that during service evaluation the device presented the following problems: door flap broken, top and bottom case damaged and vacuum motor defective therefore the device was not able to generate and control negative pressure. No case involved.

Manufacturer narrative:
H3, h6: the device intended to be used in treatment been returned for evaluation. A visual inspection was performed and showed the top and bottom cases are damaged. Door flap is broken and the chassis is broken. The functional evaluation found that the device could not maintain pressure, establishing a relationship between the reported event. Root cause was identified as a defective vacuum motor and contact with another source. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.